Event description:
Customer stated he rec'd reports from various pt care areas that channels will shut down when bumped and the iui connectors are corroded. Stated the issues occurs on devices with new iui connectors. No detailed or written reports of specific pt events provided by the users. There was no pt harm reported and no medical intervention was required. Customer did not provide any add'l event or pt info.

Manufacturer narrative:
(B)(4). The customer stated the device is not available for eval because it was not sequestered. Since no specific events were provided and no devices sequestered, a failure investigation could not be conducted.